Event description:
4 implants placed 9/30/96. At routine check on 10/23/96, pt was experiencing pain at one site. Integration had not occurred yet, so it was removed. Pt is a non-smoker/no med/odentulous.